Event description:
Connector pins are difficult to fully insert into the connector module due to pressure buildup during insertion. The end of the connector pin is difficult to see inside the connector module. Co is proposing modifications to the df-1 connector pin, to relieve this pressure buildup, and to the "d" style connector module, to allow better visualization of the connector pin in the connector module.